Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service. The patient with an implantable cardioverter defibrillator (ICD) was experiencing oversensing. The physician elected to perform an invasive evaluation and found the lead was twisted on itself multiple times. A new rate sensing lead was implanted.